Event description:
It was reported that during a peripheral angioplasty treatment procedure, a guide wire became stuck. The target lesion was located in the moderately tortuous anterior tibial artery. A 014/300 platinum plus guide wire and a .014 non bsc support catheter were successfully advanced and placed at the target lesion. When attempting to pull the guide wire for repositioning, when the device was pulled for removal from the .014 support catheter the guidewire could not move. When the guide wire was pulled, it made the distal end of the .014 support catheter accordion and the two devices were stuck together. When the guide wire was pulled again both devices came out as one unit. The procedure was completed with another platinum plus guide wire and another .014 non bsc support catheter. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).